Event description:
It was reported that balloon rupture occurred. The patient presented with pulmonary hypertension. The stenosed target lesion was located in the pulmonary artery. A 4.0mmx30mmx135cm sterling balloon catheter was advanced to dilate the blood vessel to lower the pressure. However, during inflation, the balloon ruptured. The procedure was completed with another of the same device. There were no patient complications reported and the patient status was stable. It was further reported that the balloon ruptured on the first inflation at less working pressure for few seconds.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a sterling balloon catheter. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual and microscopic examination revealed no damages. The balloon folds were still tightly folded and there is no contrast present inside the device. Functional testing was performed by inflating the device to rated burst pressure and it was able to hold pressure.

Event description:
It was reported that balloon rupture occurred. The patient presented with pulmonary hypertension. The stenosed target lesion was located in the pulmonary artery. A 4.0mmx30mmx135cm sterling balloon catheter was advanced to dilate the blood vessel to lower the pressure. However, during inflation, the balloon ruptured. The procedure was completed with another of the same device. There were no patient complications reported and the patient status was stable. It was further reported that the balloon ruptured on the first inflation at less working pressure for few seconds.

Event description:
It was reported that balloon rupture occurred. The patient presented with pulmonary hypertension. The stenosed target lesion was located in the pulmonary artery. A 4.0mmx30mmx135cm sterling balloon catheter was advanced to dilate the blood vessel to lower the pressure. However, during inflation, the balloon ruptured. The procedure was completed with another of the same device. There were no patient complications reported and the patient status was stable.